Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection did not notice any external damage. The barrel clamp guide is broken and too much glue is on the plunger board and the left plunger case causing the board not to set correctly into the plunger case. During flow and occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
It was reported that during occlusion testing, alarms check clutch and plunger lever occurred. No patient injury was reported.